Event description:
It was reported that during an implant procedure on (B)(6) 2023, the ipg stopped communicating with external devices. Troubleshooting was unable to resolve the issue. As such, the ipg was removed and replaced with a new ipg to address the issue.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated during the ipg implant procedure. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information received indicates that the ipg was not set into surgery mode during the implant procedure.